Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 630 mg/dl at the time of the event. The customer uses quick-set infusion sets. The customer stated that there is probably scar tissue at his infusion sites. Nothing further was reported.